Event description:
Health professional reported an alleged "failed band and dysphagia." The entire system was removed w/o replacement. Health professional reported "we last saw the pt...[11 months ago]... When [patient] had no reported complaints with the band, so it must have developed since then, but we didn't perform any diagnosis tests." Health professional does not think there was any fluid in the band, "they usually empty the band before removal, but I don't have that documented for certain." Pt does not have any allergies or food intolerances. Health professional reported "failed band does not mean there is a failed product" and is used in this case to document inadequate weight loss. The pt had "slow progressive weight loss" after the implant, "then stopped coming" and "had not been seen since (B)(6) 2011, had no history of following up and the pt gained weight."

Manufacturer narrative:
Taper ii. Allergan has rec'd the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Dysphagia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."